Event description:
Boston scientific crm received information that a tachy device and this tachy lead exhibited <20 ohms shock impedance. There were no reported adverse patient effects.

Manufacturer narrative:
To date, information suggests that these medical devices may remain in service. As new information would become available, this report will be further evaluated and updated.